Event description:
Customer reported an under infusion of vancomycin. Reported 100ml bag of vacomycin was hung as a secondary infusion to infuse at 50ml/hour. After 2 hours, only 50ml had infused. Stated the primary bag was lower than the secondary bag and the primary set was installed properly into the pump module (per the pharmacist). There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The pump module has been received but the evaluation has not yet begun. A follow up report will be submitted with failure investigation results once the evaluation is complete.